Manufacturer narrative:
Disposed of.

Event description:
Revision surgery - due to the replacement of a failed stryker femoral hip stem implant. Subsequent debris from this part caused the surgeon to remove the liner. The surgeon did notify that is wasn't the liner that caused the issue.

Manufacturer narrative:
The reason for the revision surgery was to replace the liner after 40 days of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 12th complaint against the main contributor, first for this lot number. A definitive root cause cannot be determined since the products from the revision surgery were not returned to djo surgical. There is no information reported that showed a material, design, or manufacturing problem with the product.